Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub detached before use. This occurred on 7 occasions. The following information was provided by the initial reporter: a hub was detached with the shield.

Manufacturer narrative:
H.6. Investigation summary: customer returned photos 3/10cc, 12.7mm, 29g syringe with a poly bag from lot # 9203869. Customer states that a hub was detached with the shield. The photos were examined and exhibited 2 syringes with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9203869. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a visual evaluation of photo found (2) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any damage to the core pins. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. A definitive root cause cannot be determined. Tip-(B)(4) was implemented on 10 jul 2019 for increased sampling for needle hub separates in 0.3ml. CAPA 1122103 was opened on 16 aug 2019 to address this issue." Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub detached before use. This occurred on 7 occasions. The following information was provided by the initial reporter: a hub was detached with the shield.